Event description:
A report was received that during a lead revision surgery, a patient's ipg was replaced. The patient was experiencing a warm sensation below her skin at the ipg site and also having charging and communication issues. The physician decided to replace the ipg. The patient reportedly doing well after the procedure.